Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was observed to be in back up mode. Technical support was contacted and it was recommended to replace the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The event of unexpected mode switch was confirmed. The device was received in bvvi mode with battery voltage above elective replacement indicator (eri). Analysis performed found nmi memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from backup mode, further testing showed no anomaly. The backup operation could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.